Manufacturer narrative:
The incident device was discarded after the initial surgery, but prior to dehiscence and is not available for evaluation. See attached memorandum for add'l info.

Event description:
The report stated that during a gastrectomy all ligations were performed with the ligasure atlas vessel sealing system and the abdomen was closed. Soon after the surgery, the pt's blood pressure dropped suddenly. It was necessary for the surgeon to re-open the abdomen. The surgeon confirmed bleeding from the left gastric artery, which had been sealed by the ligasure vessel sealing system. The sealed part had split open. The surgeon reportedly is familiar with the use of ligasure devices. The amount of bleeding was more than 500 cc's.